Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes w/ moisture) issue. It was reported that the keypad buttons had become unresponsive after swimming and moisture was observed behind the screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation - (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no visible damage to pump case, lens or keypad. No evidence of moisture in battery or cartridge compartments. Performed a leak test and found a display lens leak. Pump was opened to check for internal moisture damage. Corrosion and moisture residue was found on the internal components and printed circuit boards. Unable to download history. Unable to obtain audible reading. Confirmed moisture behind display lens. Pump powers on. No screen during startup. Pump has audible tones during startup. Pump audible and vibratory alarms are operational.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.